Event description:
Customer reportedly received result of 32.1 mmol/l on mobile system 1 and result of 13 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information regarding mobile system 2.